Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Product ID: 8598a, serial# (B)(4), product type: catheter. (B)(4)

Event description:
Information was received from a healthcare professional (hcp) in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump (type, concentration, dose and lot number was not specified). The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient had their pump explanted from the right abdomen on (B)(6) 2015 due to experiencing spasticity. The event date was noted as (B)(6) 2015. The patient's medical history and concomitant medications were unknown. If additional information is received, a follow up report will be sent. The drug was noted to be intrathecal lioresal 2,000mcg/ml, delivered at 1,065.4mcg/day.